Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep confirmed the device was in overdischarge; explanted device will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported surgery has not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome ty pe I. It was reported that the patient¿s ins battery was dead and had been dead for over 5 years. It was reported that the patient met with a manufacturer representative for an ins charging session. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep) on 2019-aug-14. The cause of the ins depletion was due to the patient not recharging for over a year. The rep trickle charge attempted three times unsuccessfully. A battery replacement is being scheduled. The issue has not been resolved. This information was confirmed with the physician/account. No further complications were reported/are anticipated.